Event description:
Clinic notes were received from a patient's visit dated (B)(6) 2017. The notes indicated that the patient was administered vocal cord injections a few months after vns placement due to left vocal cord paresis and the patient had hypophonia. Additional relevant information has not been received to-date.